Event description:
The customer reported via telephone call that the insulin pump went through batteries and shut off without warning. The customer did report that she received a weak battery and failed battery alarm. The customer did not recall the blood glucose reading. The customer reported that the battery cap contacts were not missing or damaged but that the battery compartment was corroded. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.